Manufacturer narrative:
Section b3: event date is estimated. A patient experienced pain during MRI was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139563

Event description:
Related manufacturer report number:3006705815-2023-07100. It was reported that the patient felt a jolt and "pulling" in their back during an MRI. The pain was noted to be going up the patient's spine. Following the MRI, the patient noted feeling a similar pain when an abbott representative brought a magnet near the patient's ipg site. It was confirmed that the patient's ipg was in MRI mode during the procedure. The patient's therapy has since been restored and the patient has not experienced the pain since the date of the MRI.

Manufacturer narrative:
A patient experienced pain during MRI was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's abbott scs system was explanted.